Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.